Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The condition of the components is unknown. Device history record was reviewed and no discrepancies related to the reported event were found. Primary operative notes state there were no intra operative complications. Post initial surgery office notes state patient was experiencing pain, numbness, swelling, pain with activity and clicking noise. Patient is also ambulating with limp and flexion contracture was noted. Revision surgery notes state scar tissue was debrided, and all components were well fixed. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) standard right size 9: catalog#42500606602, lot#65641957; articular surface fixed bearing posterior stabilized (ps) right 10 mm height: catalog#42522400710, lot#65753192; all-poly patella cemented 35 mm diameter: catalog#42540200035, lot#65960799. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, ten (10) months post-implantation, the patient presented with pain, numbness, swelling, clicking, and limping ambulation and underwent revision surgery. Scar tissue was debrided and joint laxity was noted during the procedure. The femoral, tibial, and articular surface components were revised without complication. All available information has been reported.